Event description:
It was reported that a lead alert was triggered on the right ventricular (rv) lead due to low pacing impedance. The lead warning was noted to have triggered on the date of implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's right ventricular (rv) lead triggered another lead warning for low impedance.